Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under local anesthesia. During a routine follow up the patient reported discomfort and pain on his rectum. A magnetic resonance imaging (MRI) found a mild rectal wall infiltration, which lead to an initial delay on the radiation treatment. It was later reported that the radiation treatment has already started. The patient is expected to receive 28 fractions of external beam radiation treatment (ebrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted